Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, they were getting cloudy, out-of-focus, and flickering images. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure was confirmed. A test baton was plugged into the customer's monitor and the monitor was powered on. The image flickered briefly, but was not out of focus or cloudy. The fault was determined to be a faulty main pcba which was replaced as was the schottky diode. The device passed the camera image quality test, the color rendering was accurate and individual white lines were distinct. The device was certified and returned to the customer.